Event description:
The customer reported a discrepancy between the screening cells biotestcell p1, p2 and their panel cells. The customer stated that a patient appeared to have an anti-lu(a), but showed a positive reaction with cell #1 of biotestcell which is lu(a) negative according to the antigen table. Furthermore the customer stated that the patient sample yielded a negative screening result on tango infinity. She did not provide the information which product was used on the instrument. The customer sent in the patient sample for investigational testing. The sample could not be tested, because it was completely hemolyzed upon arrival. The customer also returned the alllegendly defective product sample but at the time the sample arrived on our premises, it was already expired. Our quality control laboratory tested the lu(a) and lu(b) antigens of their retention sample of biotestcell p1, p2 during the produt's shelf life. Both screening cells yielded a positive result with searclone anti-lu(b) and a negative result with anti-lu(a). These results correspond to the details of the antigen table. The complaint was classified as undetermined. The complaint sample could not be tested within its shelf life and the retention sample showed correct test results. The testing of the retention sample confirmed that cell #1 of biotestcell p1, p2 was lu(a) negative. We would like to point out that the intended use for biotestcell-p1, p2 is the tube method and not the tango instruments. On the tango instruments the reagent red blood cells biotestcell 1&2 ref #(B)(4) have to be used. It was not possible to clarify which product the customer used on the tango infinity. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The customer provided one result image that shows negative results in the p1 and p2 cells. Log files were not provided for evaluation. Based on current information there is no indication for an instrument malfunction. According to the customer the qc passed at the day of issue. A proper function of the instrument was confirmed by the customer.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false negative reaction of a patient sample with biotestcell 1&2 on tango infinity. We are still waiting for the lot information, the reagents, the patient sample and the tango files.